Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: during investigation, the pump powered on to a blank display; the display was damaged under the display lens. The pump was opened the display was confirmed to be damaged. A test display was installed and the pump functioned normally.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.